Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The device showed post-sensed t-wave oversensing that was incorrectly diagnosed as ventricular fibrillation. Reprogramming was suggested and the patient was asymptomatic.